Manufacturer narrative:
(B)(4). Additional manufacturer narrative: the device was returned to edwards for evaluation. Evaluation is in progress. As reported, the intraclude was placed in the aorta and performed as expected. At the end of the procedure, the aorta was not venting after coming off bypass, and the tubing near the cpb machine had collapsed. The case was completed with no complications. Based on the information received the cause of the event cannot be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that an occlusion catheter was placed in patient's aorta via echo and performed as expected. At end of the case, it was difficult to vent the root to deair. There were no injuries and case was completed. The catheter was placed in patient aorta via echo and performed as expected. At end of the case, it was difficult to vent the root to deair. It was noticed that the aorta was not venting after coming off bypass. It was also noticed that the tubing near the heart-lung machine was collapsed down on itself. This alerted the operating team that there could be some potential issue with the venting mechanism from the device. It could not be confirmed if it was an issue with the device or the perfusionist's pump.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Device evaluation: customer report of venting issues was confirmed through observed occluded ao root pressure lumen. Device was returned with visible traces of blood and was examined in the biohazard area of the lab. As received, catheter shaft was found kinked at the hub connection. Ao root pressure lumen was found occluded with blood. All other through lumens were found to be patent without any leakage or occlusion. Catheter balloon inflated clear and remained inflated for more than 5 min. Without leakage. No other visual damage or other abnormalities were found. Manufacturing records were reviewed and no non-conformities were recorded that would have contributed to this event.